Manufacturer narrative:
Additional information: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned loose in a self seal view pack pouch. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece. Viscoelastic was used; however, it is unknown if the approved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for driving difficulty, night driving being worse, difficulty with distance vision and refractive surprise. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to decreased distance vision causing driving difficulties at night. The nurse reported the surgeon does not feel the lens caused or contributed to the event. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2015. (B)(4).